Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the clip was unable to be confirmed as the clip was not returned and clip tine marks were present indicating the clip was deployed. Although a conclusive cause for the reported failure to deploy the clip and patient effect of hematoma could not be determined, the treatment appears to be related to procedure circumstance and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the starclose se device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the starclose se device have not been established for patients who are morbidly obese. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a diagnostic angiogram. Reportedly, the clip did not deploy. A hematoma developed at the access site. Manual arterial compression was applied to treat the hematoma and to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.